Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for further evaluation of driveline infection. The patient had fevers, chills and fatigue in the setting of the driveline drainage.

Manufacturer narrative:
Section g4: correction; manufacturers aware date was inadvertently omitted from previous report. The correct date was (B)(6)2020 . Section d4, h4: additional information a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient was admitted with fevers, confusion, chills and fatigue in the setting of the driveline drainage. Patient symptoms remain unchanged. Infection source is determined to be from the blood stream. Infection type is serratia marcesens. Patient is receiving intravenous cefepime.